Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" patient self tester contacted technical service on (B)(6) 2014 to notify them that she conducted lab correlation; lab 3.3, inratio: 3.2; patient self tester satisfied with the results of the correlation.

Manufacturer narrative:
The customer did not provide reference values for comparison testing for several of the inratio inr results mentioned in the complaint. The accuracy of the customer's inratio inr results could not be determined without additional information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned. A review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and product deficiencies were not observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complain t and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.